Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer stated since receiving her pump, she has been experiencing issues with blood glucose. The customer's current blood glucose was 189mg/dl. The customer's blood glucose during the event was 416mg/dl. The insulin pump passed the high pressure test. The customer was advised to follow up with health care provider concerning blood glucose.